Manufacturer narrative:
(B)(4) the opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on information provided by the hospital and our knowledge of the product. Results: while we cannot conclusively determine what the nature of the problem was, it appears likely that the distal connector has become detached from the cannula tubing. Conclusion: disconnection of the cannula tubing is most commonly caused by pulling on the cannula tubing with undue force. The customer had informed us that the supplied clothing clip was not used. They also stated that the cannula was lying under the patient's pillow and that the patient was restless. It is possible therefore that the cannula became caught under the pillow, causing the reported damage. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that a patient connected to an opt944 nasal cannula desaturated and the nurse discovered that "the connector from the opt944 nasal cannula to the humidifier had disconnected". No further patient consequence was reported.